Event description:
Ous MDR - after an implantation period of about 42 months it was reported via home monitoring that the threshold increased from 0.5v to more than 2.5v. At the same time, the sensing values decreased from max 12mv to min 2mv since the initial implantation in (B)(6) 2010. Furthermore a loss of capture was reported during the follow up in (B)(6) 2014. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Furthermore coagulated blood residuals were found inside the lead, most likely introduced by means of stylets used during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.